Manufacturer narrative:
Device evaluated by MFR.: returned product consisted of a liberte/veriflex stent delivery system (sds) with blood in the guidewire lumen. The balloon was tightly folded with the stent secured on the balloon between the markerbands. The 1st and 2nd proximal rows of stent struts were flared, overlapping and bent. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is operational context as device performance was limited due to anatomical procedural factors. (B)(4).

Event description:
It was reported that during a coronary stenting intervention procedure, stent damage occurred. Access was obtained through the femoral artery. The target lesion was located in the left anterior descending artery with a greater than 90 degree bend. The physician predilated the lesion with 2.0x12mm and 2.0x15mm maverick balloons. Then advanced a 3.00x20mm liberté¿ stent to the lesion but was unable to cross ¿because the strut of the stent was damaged.¿ the procedure was completed with another same device. There were no patient complications reported and the status of the patient was stable.

Event description:
It was reported that during a coronary stenting intervention procedure, stent damage occurred. Access was obtained through the femoral artery. The target lesion was located in the left anterior descending artery with a greater than 90 degree bend. The physician predilated the lesion with 2.0x12mm and 2.0x15mm maverick balloons. Then advanced a 3.00x20mm liberté stent to the lesion but was unable to cross ¿because the strut of the stent was damaged.¿ the procedure was completed with another same device. There were no patient complications reported and the status of the patient was stable.

Manufacturer narrative:
Age at time of event: 18 years or older. (B)(4).